Event description:
The following was reported to davol by the patient's surgeon: (B)(6) 2005 - this patient with a history or hernia recurrence underwent implant of the composix kugel hernia patch to repair a recurrent hernia. (B)(6) 2014 - patient presented with a fever and low quadrant pain. A CT scan showed inflammatory changes. (B)(6) 2015 - the patient presented with an open wound and exposed infected mesh. She underwent explant of the composix kugel hernia patch.

Manufacturer narrative:
It was reported that the patient developed a late onset mesh infection and underwent explant of the composix kugel hernia patch. In regards to infection the instructions for use IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The explanted device was not returned to davol for evaluation, however a photo of the device was provided. The photo shows the mesh partially fixated and in the process of being explanted. A tear/hole in the center of the mesh is visible. Aside from the torn area the mesh appears to be intact. A manufacturing review that included review of sterility records was performed and showed that the lot was manufactured to specification. At this time no conclusions can be made. The device was implanted 9 years prior to the onset of symptoms and the degree to which the device contributed to the problem cannot be determined at this time. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.